Event description:
A malfunction alarm identified as malf 12 occurred with the customer's pump. The pump issue did not lead to any reported impact on the customer's blood glucose level, although the customer chose not to disclose if levels exceeded 500 mg/dl. Technical support assisted in resetting the pump, but the malfunction persisted, prompting a replacement pump to be issued. The customer planned to use multiple daily injections (mdi) as a backup insulin therapy and was guided on returning the faulty pump using the provided pre-paid label.